Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported irrigation stopped intermittently. As a result, the eye became soft and a tear of the capsular bag occurred, causing the residual lens to fall into the posterior chamber. Cassette leaked on the face which was in contact with the roller of the cassette mechanism. The balanced salt solution (bss) flowed on the floor and flowed through the cover. The procedure was completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from company representative that did not get an alarm signaling the balanced salt solution (bss) leak via the back of the cassette, was a cassette problem. The machine had been tested and was declared functional. Occlusion problem was not reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The customer reported that during surgery the irrigation was inconsistent and a puddle of fluid formed under the console. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported irrigation stopped intermittently. As a result, the eye became soft and a tear of the capsular bag occurred and repair was performed, causing the residual lens to fall into the posterior chamber. Cassette leaked on the face which was in contact with the roller of the cassette mechanism. The balanced salt solution (bss) flowed on the floor and flowed through the cover. The procedure was completed. Additional information has been requested. However, none has been received till date.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The cassette was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The submerge leak test was performed on the cassette and no leakage was observed. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. The infusion, irrigation, and aspiration pressure were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample was able to pass all functional and performance testing. The sample met specifications. No system message code was generated during testing. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).